Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they met with the patient today and was performing a physician recharge mode (prm) to get the ins out of an overdischarge state. They were in the 2nd hour of the prm process. It was noted that the ins was last worked in (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication on the patient programmer. The caller reported that they had just gotten a lost/stolen replacement patient programmer and had to get the device working because it had not been working for months now. The patient was in so much pain and did not take pain medications. The caller reported that they needed assistance operating the patient programmer. The poor communication screen was seen with and without the antenna on the patient programmer. The reposition antenna screen was seen on the implantable neurostimulator recharger (insr). It was confirmed that there were no falls, traumas, or changes to the implantable neurostimulator (ins) site. The insr was not able to communicate with the ins. The last time the patient felt stimulation had been over a month ago. The last successful charge session had been at the end of last week. The pain, device not working, and last felt stimulation was confirmed to be about a month ago in 2016. The patient did not have a managing health care professional (hcp) and would have the primary care physician call to help page a manufacturer representative. Additional information from an employee at the primary care physician¿s office requested that a manufacturer representative be paged to come to the patient¿s house.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep). It was reported that the rep was able to clear the power on reset (por) and go into normal recharge. The rep reported that contact 0 had an impedance greater than 10000 and all the others were ok. The patient got good coverage in his legs and back and the rep reported they just needed to see if the patient's stimulation could hold a charge.